Event description:
It was reported that an occlusion alarm occurred. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.